Event description:
After placement of a stent in distal rca an nc maverick balloon could not be removed from the vessel. Two balloons were used a 3.25 and a 3.5. Had difficulty removing the first one. The second one got stuck and could not be removed from the vessel despite numerous attempts. Cardiologist attempted to remove balloon by over inflating the device and attempted to rewrap with out success. Patient went to emergent surgery. Per the surgeon, the balloon used to deploy the stent became encased in either calcium around the stent or in the web of the stent. Distal rca was heavily calcified. Balloon and stent removed by the surgeon. Patient d/c in 2005 without any ill effects.